Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site 04/18/2016. No parts have been received by manufacturer for analysis. On 04/20/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No further issues have been reported.

Event description:
A site representative reported their navigation system articulating arm was broken and would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. The arm was tested and did not pass vertical load testing at 10.2lbs of force. The rep confirmed the reported event was caused by a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.